Event description:
The physician was attempting to advance an integrity stent to a lesion in the lad with 75-90% stenosis and moderate tortuosity. The lesion was predilated 4 times and the device had to pass through a previously deployed stent. The device crossed the lesion but he could not pressurize the balloon. He withdrew the device and noted the shaft was broken; he used another device to treat the patient. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications and was not damaged. The hypotube was detached 74cm distal to the strain relief. The break sites were oval and jagged. There were numerous kinks along the hypotube.

Manufacturer narrative:
Evaluation results: related to operational context - (shaft detachment is most likely procedural related), (deformation problem). Evaluation conclusions: related to operational context - (shaft detachment is most likely procedural related.